Event description:
A malfunction on the pump was reported after it was submerged in water. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump with updated software, advised the caller on the necessary steps for returning the faulty pump, and provided instructions for entering storage mode. The caller understood and acknowledged these instructions and chose multiple daily injections as a backup therapy.